Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: how was the bile leak noticed? How was the bile leak treated, has the patient to be re-operated? What was the formation of the clips as the patient present back? Is the patient discharged already? Was there a recent conversion to ees devices in this account or with this surgeon? During the initial procedure: did the procedure drive the need to apply torque or twisting of the device? Had excessive pressure between tubular structure and jaws/clip been applied? Was the patient discharged after the first surgery? Does the surgeon load and then inspect each clip? How many clips were placed on the specimen side and the patient side?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: how was the bile leak noticed? The patient represented to a&e with abdominal pain and raised lfts, once she had a CT scan it confirmed a leak in the cystic duct. How was the bile leak treated, has the patient to be re-operated? Yes patient had a laparotomy and wash out and was then stented via ercp what was the formation of the clips as the patient present back? Both clips were intact on the cystic duct and the leak was between these is the patient discharged already? Yes went home day 3 post 2nd surgery. Was there a recent conversion to ees devices in this account or with this surgeon? No. During the initial procedure: did the procedure drive the need to apply torque or twisting of the device? No. Had excessive pressure between tubular structure and jaws/clip been applied? No, she was extremely happy with clip placement. Was the patient discharged after the first surgery? Yes. The following information was requested, but unavailable: does the surgeon load and then inspect each clip? How many clips were placed on the specimen side and the patient side?

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the clip used to occlude the cystic duct; surgeon checked and thought that the placement looked correct and was happy with clip formation. However, patient presented back three days later with a bile leak. Patient returned to the theatre and hospitalized. Patient is stable and fine now. One device was discarded.